Manufacturer narrative:
Covidien reference: (B)(4). The technical service engineer (tse) troubleshot this issue with the customer over the phone. Customer reported having performed the preventive maintenance and tse also recommended replacing the exhalation flow sensor, with the knowledge to call back if further assistance is needed. Customer reported having replaced the exhalation flow sensor and ventilator passed all testing.

Event description:
It was reported that an 840 ventilator went into inoperable condition and stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.